Manufacturer narrative:
After further investigation, it has been determined that the replacement device was received by the reporter after the patient passed away. The device did not contribute to the patient's death. There was no patient harm or injury associated with this report and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.

Event description:
The manufacturer received information patient had died. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.